Manufacturer narrative:
Device passed displacement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had occasionally unresponsive button. Customer¿s blood glucose level was 209 mg/dl. Customer reported that the keypad was unresponsive after exposed with moisture. Customer reported that the number was not ramping on screen. The scroll bar was not moving with no input. Insulin pump was not exposed to moisture. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.